Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer failure. A field service engineer verified with the customer that they had rebooted the station, which had caused the drawers to fail. However, now all recovered and functioning properly. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system had a drawer failure. The customer reported that the users were unable to dispense the medication, causing a delay in accessing the medication for the patient. It was confirmed that there were no reported adverse effects or harm to the patient. There were no adverse events or injuries reported based on this incident.